Event description:
It was reported that the patient presented to the hospital for a conduction system pacing (csp) implant procedure. Upon attempt to deploy the helix, the csp lead dislodged when the patient coughed erratically. Additionally, the csp lead exhibited loss of capture and high pacing impedance upon multiple implant attempts. The physician stated that the csp lead was damaged. The csp lead was not used and was replaced with a right ventricular (rv) lead on (B)(6) 2024. The patient was in stable condition.